Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the display screen is dim and orange. The patient has cataracts and poor vision and has been doing her calculations in her head and dosing. She reports a blood glucose (bg) of 57 mg/dl just prior to call. She treated with fruit and juice and it resolved. Customer support (cs) advised patient for her safety to discontinue pump until replacement arrives and go to alternate insulin delivery. Patient will call physician today to get instructions. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the dim display issue was not resolved.